Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The investigation found a large amount of liquid enters the endoscope; and the image has e315 error when starting up. Additionally, the investigation found: there is corrosion and crystallization on the shell of air release valve. Based on the results of the investigation, the root cause could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed error e315 (non-compatible endoscope error). The issue was found during setup/maintenance. There were no reports of patient involvement.